Event description:
Customer reported an issue with high blood glucose levels, but the specific value was unknown as it displayed "high." Cause was not known. The customer, without taking any initial action, later changed the infusion set and cartridge after guidance from technical support. They were advised to consult a healthcare professional to discuss factors that might be affecting blood glucose levels, acknowledged the advice, and planned to replace supplies as necessary before resuming insulin use.